Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, one device's tubing disconnected from the needle and blood splashed into technician eyes. The following information was provided by the initial reporter: "customer reported tubing disconnected from needle, and blood splashed in techs eyes. Tubing disconnected and blood splashed into techs eyes. Phlebotomist followed up with occupational health." There was no other health impact or consequences reported.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, one device's tubing disconnected from the needle and blood splashed into technician eyes. The following information was provided by the initial reporter: "customer reported tubing disconnected from needle, and blood splashed in techs eyes. Tubing disconnected and blood splashed into techs eyes. Phlebotomist followed up with occupational health." There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Functional tests were conducted using ten retained samples, and no disconnected tubing from the needle was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received 473 samples for investigation. Functional tests were conducted using ten returned and ten retained samples, and no disconnected tubing from the needle was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, one device's tubing disconnected from the needle and blood splashed into technician eyes. The following information was provided by the initial reporter: "customer reported tubing disconnected from needle, and blood splashed in techs eyes. Tubing disconnected and blood splashed into techs eyes. Phlebotomist followed up with occupational health." There was no other health impact or consequences reported.